Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, a proximal aortic neck length of 20 mm is required.

Event description:
On (B)(6), 2011, this patient underwent endovascular repair of an abdominal aortic aneurysm using three gore excluder aaa endoprostheses. The device was intended to be deployed below the left renal artery. The physician was aware of the risk of renal obstruction due to inadequate proximal neck seal length. Therefore before deployment of the trunk-ipsilateral leg component, the physician advanced a guidewire into the left renal artery. The trunk-ipsilateral leg component was inserted from the right side and deployed at the target position. However, it covered the left renal artery and the right renal artery was partially covered. The physician utilized a balloon catheter and was able to pull the device distally 1-2mm. Perfusion into the right renal artery was restored. The physician then implanted express sd renal stents in both renal arteries. Final angiogram showed good blood flow into both renal arteries. Two contralateral leg components were implanted on the left side and the procedure concluded. The patient tolerated the procedure.